Event description:
It was reported that (1) device was used during a video assisted wedge. It was reported by the affiliate that the tsb45 handle would not open on the fourth firing (could finally remove from patient manually). Another instrument was used to complete the case. There was no consequence to the patient.